Event description:
It was reported that a patient presented for follow-up a day after implantation procedure, the lv lead was found to be not capturing and there was no atrial sensing. An x-ray confirmed that both lv and ra leads were dislodged. The device was reprogrammed to rv lead only, the ra and lv lead were turned off. Ra and lv lead revision in 6-8 weeks' time was planned. The patient was discharged from the hospital in a stable condition.

Event description:
New information received states that the patient was brought into the hospital for a lead revision procedure; it was observed that the right atrial (ra) lead was dislodged. The ra lead was repositioned successfully. The patient was stable before, during and after the procedure.